Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the provided image was performed by intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it looks like, beneath the tip cover, the instrument¿s proximal clevis has likely been dislodged from its normal position on the tube extension. Yes, it is likely that the orange showing is due to the broken main tube and is not a tip cover issue. It would not stop the instrument from activating energy.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors instrument could not be pulled out from the cannula. Following this, the user continued and completed the procedure with no further issues reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use and no abnormalities were observed. The fragment did not fall inside the patient's body. The monopolar curved scissors instrument was removed with the cannula. The issue did not cause unexpected bleeding. Due to physical damage, the wrist part was bent and could not be straightened, so the instrument was removed with the cannula. A backup instrument was used to replace the defective one. The correct event date is 2024/02/27. No injury to the patient was observed as a result of the event.